Event description:
I used the icy hot heat therapy heat patch for back and large areas on my stomach to help relieve menstrual cramping. I placed the pad on my stomach before bed. When I woke up and removed the pad there was a half dollar size burn on my stomach where the pad had been. It blistered and ruptured, causing loss of skin in the area. Dose or amount: 1 pad, frequency: 1 night - 6 hrs. Dates of use: two days in 2008. Diagnosis or reason for use: menstrual cramping. Event abated after use stopped or dose reduced? No.